Event description:
The suture cut needle driver had a suture pulling through tissue by prograsper and half of the needle driver tip broke. The needle driver tip was grasped by prograsper that broke the tip off.